Event description:
The device was used during an anterior resection procedure. Reportedly, the staple line did not hold. The surgeon resected the tissue at the application site and placed a manual purse string line.

Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA. It has come to our attention since the submission of our initial report on 11/18/1997 that this event was previously reported by us under a different MFR report number. As this is a duplicate report please disregard the event submitted under this reference number (1219930-1997-02506).